Manufacturer narrative:
The investigation for the reported battery failure issue has been completed. The product was returned (unknown return date), and the issue was confirmed. Data review: the console logs revealed that it had not been powered on for 8 months and there were battery failure (transport connection blown/missing) alarms, confirming the complaint. Also, the console was not powered on for more than 7 months, but it could not be determined whether the console¿s batteries were charged at all during that period. Device analysis: fs confirmed the issue and swapped with known good batteries and ran sections 18, 19, and 20 from the pm procedure (0042-7309) to validate the pbm would properly charge the batteries. The console charged the newly installed batteries within the specifications defined in the pm procedure. Per the results of the clinical review and investigation, the root cause was determined to be due to depleted batteries, which were not routinely charged. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the aic experienced a battery failure red alarm, which was not plugged in by the site for many months due to inactivity. There was no report of patient harm or injury.